Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: a.3. Sex: male. B.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: no.

Event description:
It was reported that there was white, hardened foreign matter found on the needle of the unspecified bd¿ syringe with needle before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
This supplemental is being filed due to correct the follow up number on mfg report# 2243072-2018-00435 follow up 2. The information pertaining to the complaint will be found in initial report as well as follow up 2.

Event description:
It was reported that (B)(4) cases of bd recykleen¿ sharps collectors were found packaged with the "wrong covers" prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: unconfirmed: bd was not able to confirm the customer¿s indicated failures. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that there was white, hardened foreign matter found on the needle of the unspecified bd¿ syringe with needle before use. There was no report of exposure, injury, or medical intervention noted.